Event description:
A customer is having trouble with their meter in that they are getting unusually high readings above 200 mg/dl. During the trouble shooting process, it was learned that the customer has been using excel off brand reagent strips. High results with use of these strips, if acted upon, could be clinically significant. The customer did not have the requisite supplies on hand to complete the electronic checks of the meter. It was explained to the customer that bayer does not provide or support the use of excel off brand reagent. The supplies to do the testing were sent to the customer. The electronics of the meter were found to be satisfactory. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise. This complaint is considered closed for purposes of MDR.